Event description:
Patient brought to surgical suite for intended procedure. Force bipolar used during procedure. However, in the middle of surgery, tip of force bipolar would not straighten. Device was changed for another one and the procedure continued without any further incident. Manufacturer response for force bipolar, force bipolar (per site reporter) device handed to surgical coordinator in materials management. And the device returned to manufacturer.